Event description:
It was reported that the 4mm cannulated drill broke into small pieces while drilling into the femoral cortical bone. Small pieces were able to be removed from the patient but another surgery to remove further fragments that might still be in the patient cannot be ruled out. The acl reconstruction procedure was completed successfully after removing the broken fragments.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The evaluation revealed that the cannulated drill's distal tip broke off at the start of the laser marking line. The device is over 6 years old and has exceeded it's useful life. It is unknown if user damage existed. Complainant's event is typically caused by user mechanical damage to device such as hitting the device with another device, prying/leveraging or excessive bending forces being applied during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.